Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #: rlt261418j/ serial #: (B)(4)/ UDI #: (B)(4). Patient weight: asked but unavailable.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, computed tomography imaging revealed a type iii endoleak from the overlap of the aortic extender component and the trunk-ipsilateral leg component. The physician reportedly considered that the device overlap length on the outer curvature of the patient's aorta was shortened due to the components being implanted along the patient¿s anatomy. An intervention was performed whereby an additional aortic extender component was implanted to treat the endoleak. The endoleak was resolved and the procedure was completed. The patient tolerated the procedure.